Event description:
It was reported that during the use of the device for a non-clinical activity, the ice bank sensor failed and the large tank froze solid. There was no pt involvement.

Manufacturer narrative:
The user facility's biomedical engineer is going to repair the machine with a new ice block sensor. No add'l action will be taken at this time.